Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and flushed the debris from the drain port of the nucleated red blood count (nrbc) mixing chamber and verified operation. The fse also cleaned and disinfected the spill area. The root cause for the leak is attributed to a plug in the drain port of the nrbc mixing chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh 800 coulter cellular analysis system was leaking fluid containing diluent and blood. Per the customer, the fluid leak appeared to be coming from the nucleated red blood count (nrbc) mixing chamber which may not have been draining. There was no exposure of the fluid to mucous membranes or open wounds. There was no death, injury, or affect to operator and the operator did not seek medical attention.